Event description:
The doctor reported that implant was removed due to loss of osseointegration, approximately a year and a month after the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 4. During the surgery, no significant findings were observed.